Manufacturer narrative:
The pump was returned to animas and the eval revealed that the keypad appeared to be intact with no lifting or peeling. All the keypad buttons were intermittently responding and required excessive force to activate. The keypad was removed and the "up" key contact was observed to be misaligned. All the key contacts were inverted and did not always spring back. There was also evidence of keypad adhesive found under all key contacts.

Event description:
The pt's mother reported that the "up" arrow and the "ok" button were sticking and intermittently responding on the keypad. The reporter denies damage to the keypad or exposure to cleaning products.